Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal, throat irritation or soreness and upper respiratory problems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging upper respiratory problems. The medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on oct 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging upper respiratory problems that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust-like contaminant on the top cover, pca, blower, blower outlet bellow, right panel assembly, sound abatement foam, and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, manufacturer observed an unknown contaminant on the water tank and flip lid. The flip lid seal was observed to have a possible brown bacterium of unknown source on it along with dust-like contaminant and possible liquid ingress with potential mineral deposits. An unknown dust-like contaminant was observed on the dry box seal and inlet seal. An unknown contaminant was observed on the bottom housing. The bottom housing screws were observed to have an unknown corrosion to them, likely due to liquid ingress. An unknown contaminant was observed on the heater plate. A dust-like contaminant was observed on the humidifier's lower base. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 5 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contaminant and unable to address the patient's symptoms. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. Sections a3, d8, d9, h2, h3 and h6 has been updated in this report.